Event description:
A device was returned to a manufacture service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the manufacture service center the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacture service center. There was 5 error codes found. The manufacture service center concludes that there were visible foam degradation and unit got scrapped.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.

Manufacturer narrative:
The manufacture incorrectly captured the initial report sent to FDA and was corrected in this report.